Event description:
It was reported a device alarmed system error 322. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Inspection found the lower latch switch lifting from the lower aux bare flex, which has been determined to be a contributor to the reported symptom of ec322. A review of the device history log also confirmed the occurrence of ec322. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. The affected lower aux will be replaced.